Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Attempted to activate high/low glucose alarms with an iphone8 using a good known libre 2 sensor. The iphone 8 successfully receive high/low glucose alarms. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. The customer expressed that on the night of (B)(6) 2021, the low glucose alarm did not sound and subsequently experienced a loss of consciousness. An ambulance was called and customer was treated with glucose injection for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. The customer expressed that on the night of (B)(6) 2021, the low glucose alarm did not sound and subsequently experienced a loss of consciousness. An ambulance was called and customer was treated with glucose injection for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.